Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the sleeve was observed to be broken and burnt. The spatula tip was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the spatula tip is bent out of alignment and makes contact with the sheath of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, approximately an hour after the start of surgery, the tip of the black shaft broke. The distal tip of the black sheath was damaged. Due to the bending of the electrode, it seemed to be burned where it made contact with the shaft during storage. The procedure was completed with another device. The status of the patient is alive with no injury. .